Event description:
The stent was trying to be deployed and the balloon would not fully inflate. The stent was deployed just enough on the end and could not be retracted. Physician had to snare the stent in the femoral artery and consult another physician to take the patient to the or and remove the stent.